Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post fractured off the device and was returned. The device exhibits signs of extensive wear. The device history was not available for review, therefore a thorough investigation could not be conducted. The device history issue was addressed through our internal CAPA process. The medical investigation concluded that, without the requested clinical information, a thorough clinical investigation could not be rendered. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported a revision surgery was performed due to post snapped off poly.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post fractured off the device and was returned. The device exhibits signs of extensive wear. The device history was not available for review, therefore a thorough investigation could not be conducted. The device history issue was addressed through our internal CAPA process. The medical investigation concluded that, without the requested clinical information, a thorough clinical investigation could not be rendered. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.